Event description:
It was reported that during a craniotomy for a brain tumor resection procedure, the surgeon crimped the clamp down and the top broke off the clamp when the surgeon cut it. All fragments retrieved, surgeon used another clamp and completed the procedure with no further problem.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro code: hbw. Product development evaluation reports the sample was received with the upper and lower disks as separate pieces. The lower disk has the lower part of the stem protruding from it and the end has a rounded appearance instead of a clean cut surface. There is no part of the stem in the recess of the upper disk. The returned parts were no longer clear but were white and opaque. The returned instruments were also very brittle and the edge of the upper disk had 2 pieces broken off. Upon further inspection, the returned parts appear to have been processed through steam sterilization when returned which is not appropriate for the material. As a result, the returned parts no longer represent the condition when used by the customer. The steam sterilization process has changed the material color and made the parts extremely brittle and therefore, it cannot be determined if the material or manufacturing could have contributed to the complaint condition. The design of the application device used for crimping and cutting should prevent the possibility of over loading the clamp and pulling the stem out of the assembly or cutting the upper stem too low and compromising retention. The part was steam sterilized and the material and dimension of the returned device no longer represent the condition when being used. As a result the cause of the complaint condition cannot be determined. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.